Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment, the coil detached without use of the controller. Both segments of the coil and microcatheter were removed from the patient. There was no reported patient injury or intervention.

Manufacturer narrative:
The device was returned with pusher and implant for analysis. The pusher was noted to be bent, the heater coil was within specifications. The implant coil was stretched. Based on the investigation, the complaint was able to be confirmed. The broken monofilament indicated that the coil separated from the pusher due to tensile force. This type of condition can occur when the device is subjected to excessive force during handling, preparation, or manipulation during the procedure. The investigation confirmed that the implant separated from the pusher, but it was not caused by the normal detachment function.